Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr is clogged and won't allow insulin to flow. This was discovered before use. The following information was provided by the initial reporter: the needle is plugged and the insulin does not come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box fr is clogged and won't allow insulin to flow. This was discovered before use. The following information was provided by the initial reporter: the needle is plugged and the insulin does not come out.